Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl; due to the battery gauge fluctuating. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.